Event description:
Patient presented to the physician with a burning sensation at the neck incision site and the stimulation lead wire had eroded through the skin. Physician prescribed antibiotics. Physician brought the patient into the or a week later, replaced the stimulation lead, and closed. Physician prescribed additional antibiotics after the procedure was completed.